Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory sensor that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the section b5 for more information regarding the specific circumstances of this event.

Event description:
It was reported that the healthcare professional observed some atrial tachy response (atr) episodes with this cardiac resynchronization therapy defibrillator (crt-d). Also, there were a couple of recorded high out of range pacing impedance measurement, measuring greater than 2000 ohms on the atrial channel. The healthcare professional indicated that the signals did not appear to be noisy and does not believe it is electromagnetic interference (emi). Data analysis was performed, boston scientific technical services determined the observations were related to respiratory rate trend (rrt) oversensing. Technical services discussed troubleshooting steps to exclude lead/device impairment and provided programming options with the healthcare professional. No adverse patient effects were reported. This product and right atrial lead remain in-service.

Event description:
It was reported that the healthcare professional observed some atrial tachy response (atr) episodes with this cardiac resynchronization therapy defibrillator (crt-d). Also, there were a couple of recorded high out of range pacing impedance measurement, measuring greater than 2000 ohms on the atrial channel. The healthcare professional indicated that the signals did not appear to be noisy and does not believe it is electromagnetic interference (emi). Data analysis was performed, boston scientific technical services determined the observations were related to respiratory rate trend (rrt) oversensing. Technical services discussed troubleshooting steps to exclude lead/device impairment and provided programming options with the healthcare professional. No adverse patient effects were reported. This product and right atrial lead remain in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory sensor that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the section b5 for more information regarding the specific circumstances of this event.

Event description:
It was reported that the healthcare professional observed some atrial tachy response (atr) episodes with this cardiac resynchronization therapy defibrillator (crt-d). Also, there were a couple of recorded high out of range pacing impedance measurement, measuring greater than 2000 ohms on the atrial channel. The healthcare professional indicated that the signals did not appear to be noisy and does not believe it is electromagnetic interference (emi). Data analysis was performed, boston scientific technical services determined the observations were related to respiratory rate trend (rrt) oversensing. Technical services discussed troubleshooting steps to exclude lead/device impairment and provided programming options. No adverse patient effects were reported. This product and right atrial lead remain in-service.